Event description:
The pt underwent a diagnostic procedure one week prior to the event and the method of closure was not the closer device. The pt returned for an interventional procedure and a hematoma was noted at the site. The physician punctured the same groin through the hematoma and closure was achieved with the closer tsl 6 fr. Device. Three days following the procedure, the pt returned to the physician presenting with swelling and redness at the site. The pt also complained of pain down pt's leg and pulses were diminished. The pt was sent to surgery for eval of the hematoma. A femoral-femoral bypass was performed and the pt rec'd antibiotics. The vascular surgeon stated that the pain and diminished pulses were caused by the hematoma and infection. The pt recovered without further incident.